Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not making alarms and only vibrate. The customer¿s blood glucose level was 111 mg/dl at the time of the incident. Customer states that they ran test 2 times and failed first time and passed second time. Customer states that test failed twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Insulin pump communicated properly with test guardian link transmitter. No sensor anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.